Event description:
It was reported that the patient presented via merlin.net transmission with episodes of non-sustained right ventricular oversensing (nsrvo). Review of electrocardiograms (egm) show possible non capture. Due to non capture, nsrvo episodes were triggered. Patient was brought into the clinic and the device was interrogated. All values were normal except for elevated right ventricular capture threshold. Right ventricular amplitude was increased and the issue was resolved. Patient will continue to be monitored remotely via merlin.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received on 11/14/2017 notes that the patient was seen again in the clinic for intermittent loss of capture producing non-sustained oversensing (nso) episodes. R wave trending also showed diminished r waves. On (B)(6) 2017, the lead was extracted and replaced. Patient tolerated the procedure well.

Manufacturer narrative:
Correction: explant date (11/30/2017) was missed in the previous supplemental report.